Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs (B)(6) on (B)(6) 2011 that his grandson had recently damaged his ultra easy on (B)(6) 2011 between 12:00-12:15pm. He mentioned that there was a crack on the display that made the results unreadable. On (B)(6) 2011 at 5:00pm, the patient felt giddy and had to lie down and he slept until 8:00pm. When he woke up he felt cold and his wife made him a salad sandwich and he felt better between 9:00-9:30pm. On (B)(6) 2011 at around 3:00pm, the patient began to have cold sweaty and felt giddy. He ate two pieces of toast with butter and felt better at around 7:00-8:00pm. He contacted his physician and the physician advised that because he had eaten more fruits than usual earlier that day (two peaches and two bananas), that would have caused him to have the symptoms. The patient was not tested on another device. He mentioned that the diabetic nurse offered the patient a new meter; however, he declined since it was an accucheck meter . Customer care advocate (cca) sent the patient replacement products. The complaint is being reported since the patient alleged that due to a damaged display he was unable to test and later developed symptoms and felt better after eating food.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on september 24, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned to lifescan; however, product analysis on the test strips is not required because the test strips are unrelated to the issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.